Event description:
It was reported that the patient experienced high blood glucose levels and was treated via Manual Injection on (b)(6) 2026.

Manufacturer narrative:
Name: Medtronic Minimed.Country: United States of America.Address ¿ Line 1: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325.Based on the available information, this event is deemed to be serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.